Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed lead noise resulting in aborted therapy and inhibition of pacing. The patient was presyncopal. The lead was capped. Patient condition was satisfactory and was sent home the day after the procedure.